Event description:
A medtronic representative reported a stripped screw on an open spine clamp. The screw was identified while in a procedure, however, the surgeon was able to use other instrumentation to remove the clamp. The procedure was completed with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement shipped to site (B)(4) 2013. Medtronic evaluation of returned suspect device finds upon visual inspection that the head of the screw is slightly rounded, and the adjustable upper jaw is bent to one side. Functionally tested the clamp on plastic, using an open spine drive, and was able to fully tighten the clamp. Also was able to loosen the clamp with the same drive.